Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the edges around the device were damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 07/25/2024, it was reported by a sales representative via email that an ar-9503xs-03 humeral insert xs did not properly insert upon impaction. This was discovered during a revers total shoulder procedure on (B)(6) 2024. The case was completed by opening a second product.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.